Event description:
The hospital reported the positive cultures were detected in some, but not all, pt's bronchial lavage samples (bals). The pts were all examined with the same olympus bf-p20d bronchoscope. None of the pts have shown any signs or symptoms of infection.